Event description:
It was reported that the iol was explanted approximately 2 years and 10 months post implantation due to opacification/discoloration. The model and lot number of the lens are unknown. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.